Event description:
It was reported the colonovideoscope exhibited foreign material exiting from the air/water nozzle. It was noted that a clip was suctioned into the scope by the doctor and was lodged in the suction button. The suction button was broken while trying to remove it from the scope, but the button and clip have been removed. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d9, h3, h4, h6, and h11 were updated. Based on the results of the investigation, a clip was suctioned into the scope and lodged in the suction button. The definitive root cause of the damage could not be determined. Olympus will continue to monitor field performance for this device. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿